Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in an adult female patient who had essure inserted for female sterilisation. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal on (B)(6) 2019). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-sep-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. C08467) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "device monitoring procedure not performed". The patient's medical history included parity 3 and multi gravida. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), genital haemorrhage ("abnormal bleeding (general)"), vulvovaginal mycotic infection ("yeast infection"), rash ("skin rashes"), migraine ("migraines/headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea(cramping)"), dyspareunia ("dyspareunia(painful sexual intercourse)"), vaginal discharge ("vaginal discharge") and alopecia ("hair loss"). The patient was treated with surgery (bilateral salpingecrtomy,laparoscopic essure removal). Essure was removed on (B)(6) 2019. At the time of the report, the abdominal pain, genital haemorrhage, vulvovaginal mycotic infection, rash, migraine, nausea, dysmenorrhoea, dyspareunia, vaginal discharge and alopecia outcome was unknown. The reporter considered abdominal pain, alopecia, dysmenorrhoea, dyspareunia, genital haemorrhage, migraine, nausea, pelvic pain, rash, vaginal discharge and vulvovaginal mycotic infection to be related to essure. The reporter commented: discrepancy noted on essure insertion date- (B)(6) 2013 (as per pfs). Most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs and mr received.previously reported event "medical device removal" updated to " pelvic pain¿. New event abdominal pain, abnormal bleeding, yeast infection, skin rashes, migraines/headaches, nausea, dysmenorrhea(cramping), dyspareunia(painful sexual intercourse), vaginal discharge, hair loss,device monitoring procedure not performed was added.reporter was added. Reporter causality comment, lot number, medical history was added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. C08467-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "device monitoring procedure not performed". The patient's medical history included parity 3 and multi gravida. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), genital haemorrhage ("abnormal bleeding(general)"), vulvovaginal mycotic infection ("yeast infection"), rash ("skin rashes"), migraine ("migraines/headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea(cramping)"), dyspareunia ("dyspareunia(painful sexual intercourse)"), vaginal discharge ("vaginal discharge") and alopecia ("hair loss"). The patient was treated with surgery (bilateral salpingecrtomy,laparoscopic essure removal). Essure was removed on (B)(6) 2019. At the time of the report, the abdominal pain, genital haemorrhage, vulvovaginal mycotic infection, rash, migraine, nausea, dysmenorrhoea, dyspareunia, vaginal discharge and alopecia outcome was unknown. The reporter considered abdominal pain, alopecia, dysmenorrhoea, dyspareunia, genital haemorrhage, migraine, nausea, pelvic pain, rash, vaginal discharge and vulvovaginal mycotic infection to be related to essure. The reporter commented: discrepancy noted on essure insertion date- (B)(6) 2013 (as per pfs). Lot number [ c08467 ] is not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-sep-2020: quality-safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in an adult female patient who had essure inserted for female sterilisation. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal on (B)(6) 2019). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-aug-2020: pif received event injury was updated as medical device removal. Patient demographics and patient dob were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.